Event description:
The recipient reportedly experienced a middle ear infection. The recipient's device was explanted. The recipient is in the process of healing. The recipient will be reimplanted once the site is healed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
Reimplantation surgery is reportedly scheduled.

Manufacturer narrative:
A portion of the electrode lead was reportedly located in the ear canal. The recipient was reimplanted with another advanced bionics cochlear device.